Event description:
It was reported that the ar-8943-07 is bent. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the ar-8943-07 is bent. The reported event was confirmed as the evaluation revealed that one tip of the forceps is bent outwards. The observed condition is consistent with damage incurred through mishandling, such as through torquing or prying/leveraging the forceps during use. Further the laser marks are faded.